Manufacturer narrative:
The crep2 reagent lot number was 772926 with an expiration date of 31-oct-2024. The field service engineer (fse) replaced and adjusted the sample probe, checked and adjusted the cell rinse station, and replaced the nozzle tip. The issue was not resolved. On (B)(6) 2024 the fse identified an issue with the fluidics on the analyzer. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. Patient 1 initial result was 85.4 umol/l. The repeat result was 62.4 umol/l. Patient 2 initial result was 129 umol/l. The sample was repeated twice with results of 83.4 umol/l and 70.2 umol/l. Patient 3 initial result was 87.4 umol/l. The sample was repeated twice with results of 47.5 umol/l and 48.9 umol/l.

Manufacturer narrative:
Reagent issues were excluded as the correct repeat result was received using the same reagent and calibration and qc were acceptable. The field service engineer (fse) found sodium hydroxide (naoh) leakage on a check valve. The fse replaced syringe seals and a solenoid valve, checked the gear pump head, cleaned the rinse unit tubes, and adjusted the acid volume. The customer had no further issues. The investigation determined the service actions resolved the issue.